Event description:
It was reported that during an unk procedure, the clips couldn't be fired out. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. D4: batch # a9797m. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent damage to the external components. Additionally, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device underwent functional testing. Upon firing the device, it was observed that the tip of the advancer was broken, which prevented the clip from fully advancing into the jaw. Due to this condition, further functional testing could not be performed to fully evaluate the reported incident. To assess the condition of the internal components, the device was disassembled. Upon disassembly, zero (0) clips were found remaining within the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a9797m number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.